Event description:
Pt was tested on suspect device, inr=8.0. Dr ordered pt to go immediately to ER. Pt was presented to ER and laboratory sample taken. Results were not provided. Account calling in questioning the results. The pt was admitted overnight for observation. No controls were run and account is not storing strips as directed in labeling.